Event description:
It was reported that the patient underwent gall bladder surgery at the end of (B)(6) and had side effects and complications unrelated to stimulation therapy. The patient had more surgery and testing and as a result her stimulation ran out because she was in the hospital for over 3 weeks and wasn't able to recharge until (B)(6). The patient fully charged her stimulator, but saw a power-on-reset message after charging and was unable to adjust stimulation. The message was cleared, which resolved the reported issue.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3777, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Lead: model 3777, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Anchor: model 3550-39, lot# n284900, implanted: (B)(6) 2011, explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).